Event description:
I have breast implant illness, I have 28 symptoms and was diagnosed by a doctor at (B)(6). I have to get my implants removed. I am having major health problems from them, and the last 5 years of my life has been terrible. Ref report: mw5162215.